Event description:
During use of the device for cardiopulmonary bypass, the user noticed that the patient was not receiving as much oxygen as expected. An alternate device was then employed. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.